Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but z similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign object in the nozzle. This is attributed to insufficient cleaning. Other observations for the device are: angle is insufficient and has play due to angle wire being stretched; forceps channel air leak due to pinhole in; objective lens and light guide adhesive are cloudy due to method of reprocessing; distal end cover (c-cover) has discoloration; distal end rubber coating (a-rubber) adhesive is chipping and is cloudy; tip body has discoloration; and boot has damage due to physical stress caused by handling. The user¿s complaint of down angle issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of a down angle issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign object in the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign object in the nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is available on device reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Possibly, the foreign material could be anti-foaming agent. The device is reprocessed using an oer-3 automatic endoscopy reprocessor (aer) and then stored. It is not known if the device was used in a case with a foreign object attached to it. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device did not need to be soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Manual cleaning information: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
Addendum dec 3, 2022: it is not known when the customer reported event occurred. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations on the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.